Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: review of the black box and download history did not reveal any activity outside normal use. On examination, the audio bolus button was noted to have a hole in the button cover and the internal plug was missing. On testing, the audio bolus button was unresponsive. The audio bolus button was found to be stuck in the ¿on¿ position, which prevented the keypad buttons from responding when pressed.

Event description:
There is no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2014: audio bolus button damaged and unresponsive.